Event description:
On 08/16/2009, the patient reported receiving e4 (occlusion) errors while bolusing through the infusion device. She stated that when an e4 is displayed she injects insulin via syringe. She stated that in 2009 she experienced elevated blood glucose and went into ketoacidosis due to an e4 error. She stated that she was not thinking clearly, and she did not inject insulin via syringe. She attempted to switch to her backup infusion device and e4 recurred. She called the emt, and she was taken to the hospital she did not provide what treatment was received. She was released the following day. She stated that she continues to experience e4 errors with her current box of infusion sets. She was instructed to disconnect from her infusion site and to prime and e4 was displayed. She removed the infusion tubing from the infusion device, and primed through the adapter without error. She stated that the infusion tubings from her current box appear to have "bubbles" in them. She attached infusion tubing from a different lot of infusion sets and primed without error. Product was replaced, and requested to be returned for evaluation.